Event description:
Ous MDR - after an implantation time of about 56 months, oversensing with inappropriate shock deliveries was reported. During the following interrogation, the ICD was in backup mode, and the device displayed an error message. During the revision op, the lead was measured and showed unremarkable values except for a shock impedance = 430 ohm. The ICD was exchanged. Since interference signals appeared after reconnection of the lead to the new ICD during insertion into the pocket, it was decided to also exchange the lead. It was capped and deactivated. Only the connector of the lead and the ICD were returned to biotronik for analysis.

Manufacturer narrative:
The ICD and the lead were returned for analysis and extensively analyzed. The lead was only available in fragments. The distal lead fragment, including the rv shock electrode, was not available for analysis. The returned fragment of the lead was checked visually and electrically. Aside from the existing cut through the lead, no damage to the insulation could be noted. The measurement of the direct-current resistances of the electrical conductors also proved to be unremarkable. In summary, the analysis showed no indication of a device malfunction. No indications of a material defect or manufacturing error were found.